Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. Historical data suggests that stent dislodgement may be caused by, but not limited to, improper or inadequate crimping at the time of MFR, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. Unfortunately, without the device to examine, no determination can be made as to the root cause of the reported difficulty.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged from the stent delivery system (sds) during unpacking when the protective sheath was removed. The device was not used on the patient. No add'l event or patient info is available.